Event description:
The customer stated that the distal tip of the navistar thermocool catheter was separated and stayed in the preface sheath during the procedure. It was reported that the sheath and the catheter were removed together from the patient's body. No patient injury was reported.

Manufacturer narrative:
The is likelihood for patient injury if the tip of the navistar catheter had fallen inside the patient's body.